Event description:
Alleges as consumer was going to get the mail and as he was turning left, the unit allegedly tipped over.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Manufacturer narrative:
Alleged tip over could not be duplicated. The sc336 passed stability testing in 2020.

Event description:
Alleges as consumer was going to get the mail and as he was turning left, the unit allegedly tipped over.